Manufacturer narrative:
Updated fields: b4,e2,e3 (event site email),g3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11, corrected field: d1, d5, g1 (contact person ¿ mfg site).

Event description:
N/a.

Event description:
It was reported that during powering on the cs300 intra-aortic balloon pump (iabp), the display was blank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer stated that when the cs300 iapb was turned on, this had a blank screen. The fse was able to verify the reported issue and replaced the video receiver board (0670-00-0736) to resolve the issue. The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.